Event description:
Received sculptra to help facial fat loss, in temples and cheeks. Three weeks one side of face still swollen and very painful. Am seeking other medical advice, as the physician I saw, suggested ibuprofen. Did not look into why I was having a reaction to the sculptra.